Manufacturer narrative:
A possible temporal relationship exists between the liberty cycler and the reported adverse event(s) of feeling sick and vomiting. However, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse event(s). Additionally, there is no allegation of the machine malfunctioning or the machine not performing as expected. Based on the information available causality cannot be determined. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
On (B)(6) 2018 the peritoneal dialysis registered nurse (pdrn) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) called customer service requesting a replacement liberty cycler due to the patient experiencing ¿patient line is blocked¿ alarms, with no fibrin present. During the call the pdrn reported the patient was sent to the emergency room (ER) on (B)(6) 2018, as the patient was sick (symptoms unknown) and vomiting. Additional information was solicited.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
"."